Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.3 was stuck and would not open or close, likely due to a broken rail causing the drawer to jam. A field service engineer (fse) identified that full height drawer 3 on the unit was failing to remain closed. Upon inspection, the fse found that the latch catch screws were sheared off. The fse replaced the screws and tested the drawer, confirming that it was functioning properly. The fse also replaced a damaged keyboard cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.3 was stuck and would not open or close, likely due to a broken rail causing the drawer to jam. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.